Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the power consumption went from 166% to 203% in a 1.5 year time period. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Although technical services (ts) recommended a safe replacement window of 90 days. No adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the power consumption went from 166% to 203% in a 1.5 year time period. Data analysis confirmed the battery appeared to be depleting more quickly than expected. This device was already explanted and successfully replaced. No additional adverse patient effects were reported.